Event description:
Caller reported aviva system blood glucose results of 125 mg/dl and 243 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).